Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the keys of insulin pump were hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the meter was not charging anymore and it was no longer working. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.